Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed "cannot start pump air in line" alarm. A visual and functional test were performed and the reported issue was not duplicated. The reported issue was found in the ehl. The likely caused of the reported issue was due to an intermittent air detector. As a result, the air detector was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an intermittent air in line error with primed set. It is unknown if there was patient involvement, no adverse patient effects were reported.